Manufacturer narrative:
(B)(4).

Event description:
A patient reportedly had vocal cord paralysis after a full revision occurred on (B)(6) 2016. The patient was referred to an ent who did not provide any recommendations for treatment. The patient had also been coughing with stimulation and since the replacement surgery. The device was disabled after the vocal cord paralysis was identified. The impedance values after replacement surgery on (B)(6) 2016 were within normal limits. No further relevant information has been received to date.